Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the valve on the ik, the valve was either leaky or bad. The patient bled heavily while the sheath was in the patient. Additional information was received on august 8, 2019. The case was completed successfully and the patient was reported to be in stable condition. The blood loss was between 300cc and 400cc. The sheath was removed, pressure was held on the wound and another sheath from a different lot was used and the outcome was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 9fr ik introducer sheath and the dilator were returned for product evaluation. Visual inspection revealed that the valve was nested in the sheath hub where the top and bottom of the valve are oriented parallel to the sheath hub. The distal tip of the dilator did not have any damage or gross anomalies. A kink was observed toward the distal end of the shaft of the sheath. The customer confirmed the kink was not present prior to shipping. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the dilator was inserted off-center into the valve, dislodging the valve from its intended orientation. However, the exact cause of the reported event cannot be definitively determined based on the available information.